Event description:
It was reported that the patient presented with an infection at incision site on their scrotum. The physician identified the infection as staphylococcus aureus. The inflatable penile prosthesis (ipp) system was explanted, site of infection was irrigated with gentamycin and the device was replaced. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of infection could not be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen. Risk review and labeling review identified that the adverse event of infection is a known risk of the device. The cause of the infection was not established by physician, although infection is included in the labeling documentation as an adverse event of the implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient presented with an infection at incision site on their scrotum. The physician identified the infection as staphylococcus aureus. The inflatable penile prosthesis (ipp) system was explanted, site of infection was irrigated with gentamicin and the device was replaced. No patient complications were reported.